Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the top of the reservoir came off and there was leak in the reservoir. Customer's blood glucose level was 7.2 mmol/l. The product will not return for analysis.